Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer stated that when she powered up the unit this error code showed up. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer stated that she power down the alaris system maintenance, and disconnected the 8015 and when she powered the 8015 back up and connected it to the alaris system maintenance she was able to run the pm and no error happen. Issue resolved by disconnecting the 8015 and powering down the software. However the serial number that was given is to another hospital. Serial number is (B)(4) is for (B)(6) medical center.